Event description:
It was reported by service report that the nurse call was not working and the siderail was cracked due to shipping damage creating vectors for possible fluid intrusion, however, no sharp edges were reported. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Nurse call. Nurse call was not wired in at factory. Siderail replace with one which included nurse call function. Siderail damaged in shipping.